Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and associated driveline cable were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. On-site inspection of the driveline cable as well as visual evidence provided by the site revealed a break in the outer sheath. Additionally, visual evidence revealed discoloration on the driveline outer sheath. A driveline sheath repair was performed to mitigate the conditions reported. Of note, it was reported during the driveline sheath repair that a partial connection of the driveline connector was observed; after the driveline connector was properly connected, no electrical fault alarms were observed. Review of controller log files revealed multiple electrical fault, high watt, vad disconnect, and vad stopped alarms were logged on (B)(6) 2020. Two (2) electrical fault alarm were logged at 11:35:10 and 11:36:00 due to a phase open on the front stator, resulting in the pump running on a single stator. These likely triggered the subsequent high watt alarms, due to the increased power consumption required to run on a single stator. A vad disconnect alarm was logged at 11:36:28, indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller. The driveline was subsequently connect to the controller and this was followed by a vad stopped alarm was logged at 11:37:33 due to a critical phase open fault which indicated that a phase was open on both stators and a fault in front stator due to the front stator not being connected. At 11:37:42, an electrical fault alarm was logged due to the front not being connected. At 11:39:10, a vad stopped alarm was logged, indicating that the pump failed to restart after several attempts. This was followed by several more electrical fault alarms due to one phase open in the front stator and the front stator not being connected. Multiple additional vad stopped alarms were logged on (B)(6) 2020, indicating that the pump failed to restart after multiple attempts and an open phase on both stators. In addition, multiple additional vad disconnect alarms were logged on (B)(6) 2020 likely due to troubleshooting of the controller. As a result, the reported events were confirmed. Based on historical review of similar events, the most likely root cause of driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, a possible root cause of the reported electrical fault alarms, initial vad stop alarm, and some additional vad stop alarms observe in the log files can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the observed vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, likely due to troubleshooting of the controller. The most likely root cause of the second vad stopped alarm and some additional vad stopped alarms observed in the log files can be attributed to failure of the pump to restart after several attempts. An internal investigation evaluated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive investigation conducted, the likely contributing cause for failure to restart was the inability of the pump-start algorithm to provide sufficient torque to overcome abnormally high mechanical res istance caused by unknown conditions that existed prior to the failed restart attempt. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the driveline was cut, with ensuing electrical fault and ventricular assist device (vad) stop alarms as well as high watt alarms on the front stator. The patient performed a temporary repair with tape. Wire damage was suspected, however when the tape was removed no wire damage was observed, but there was visible damage to the outer sheath. The driveline boot was removed, and it was noted that there was only a partial connection to the controller so the connector was pushed back in. The driveline was manipulated and no electrical fault alarms could be recreated. Servicing to repair the sheath damage was performed. The driveline remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was hospitalized. The driveline was cut, with ensuing electrical fault and ventricular assist device (vad) stop alarms as well as high watt alarms on the front stator. The patient performed a temporary repair with tape. Wire damage was suspected, however when the tape was removed no wire damage was observed, but there was visible damage to the outer sheath. The driveline boot was removed, and it was noted that there was only a partial connection to the controller so the connector was pushed back in. The driveline was manipulated and no electrical fault alarms could be recreated. Servicing to repair the sheath damage was performed. The driveline remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury b5 event description was updated additional codes: imf code was updated to f08 b1 adv event/product problem updated outcome attributed to adverse event selected in b2 this regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.